Manufacturer narrative:
A distributing facility reported through a medwatch, "cotton ball falls off string during use." Deroyal industries, inc. Requested return of the device but it was stated it was not available. Because the lot number was not provided, the device history record was unable to be reviewed for the affected product. An inventory check was completed on 2 lots of the raw material and no issues were found. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). A supplier corrective action request (scar) has been issued to the supplier, (B)(4). Samples of existing inventory and the work in progress were tested and no duplication of the same issues were identified. Review of process controls of string attachment were also reviewed. Root cause: because the lot number nor sample were returned and no issues were found within the manufacturing process, the root cause could not be determined. Corrective and preventive actions: qa and workshop supervisors were notified of this incident. Reinforced operator training on string attachment process and increased in-process sampling. Periodic verification of attachment strength during production, and ongoing monitoring of compliant trends was also established. Deroyal will also continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
A distributing facility reported through a medwatch, "cotton ball falls off string during use.".

Manufacturer narrative:
A distributing facility reported through a medwatch, "cotton ball falls off string during use." Deroyal industries, inc. Requested return of the device but it was stated it was not available. A supplier corrective action request (scar) has been issued to the supplier, (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.